Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. Customer also stated that they could not remember if the clock on the insulin pump advanced when observed for one minute. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer stated that they were already using a new insulin pump. The customer visited the emergency room on (B)(6) 2017 at 9:00 p.m. With a blood glucose of 499mg/dl. The customer had diabetic ketoacidosis. The customer was treated in the emergency room and was given a back up plan. The customer was not wearing the insulin pump during the hospitalization but was less than 48 hours. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.